Event description:
Caller states that the device read 150mg/dl and that customer was treated based on this result. An unk time later, customer tested 13 on a lab result. No quality controls were used. Requested return of suspect device and replacement was sent.